Manufacturer narrative:
Manufacturer is trying to obtain further information about the device. Testing method and further investigation will be reported in the follow up report. Device still implanted.

Event description:
Manufacturer received information about a case of endocarditis in a patient who received perceval xl valve in (B)(6) 2017. Information reported in the medical report are as follows: in 2017, patient was reported with dyspnea iii, ef 35%, mild mitral regurgitation and severe aortic stenosis. Coronary angio showed left main normal. Lad 30% isr, di 90 stenosis, rca proximal 50-70% stenosis. On (B)(6) 2017, aortic valve replacement was done and echo showed ef 35- 40%, mild mitral regurgitation. On (B)(6) 2018, patient got shivery with fever and was admitted to hospital as sbe with tee showed vegetation on mitral and aortic bioprosthetic valve and stated on antibiotics. Blood test came positive for staphylococcus. Tee was done on (B)(6) 2018 which revealed vegetation on mitral and aortic valve. Aortic root abscess. Patient is on antibiotics. Patient asymptomatic and hemodynamically stable for now just present with fever. Patient was recommended for redo operation.

Manufacturer narrative:
Based on the information received from the site, the device was functioning well prior to the event and explant. It was reported that there was no issue with the device. Given this, and the delayed onset of the endocarditis (4 months post-implant), the event can reasonably be concluded as not device-related, and attributable to the patient's specific clinical condition. As such, no further investigation is warranted at this time. Furthermore, blood cultures confirmed the presence of staphylococcus species. If a staphylococcus had been present on our tissue valve before sterilization, it would have been killed easily by our liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde, formaldehyde and alcohol, all of which are highly effective against staphylococci. This liquid chemical sterilization process has been validated with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. In addition, the sterile packaging solution used for shipment of crown valves is a 4% formaldehyde solution; the valves remain in this extremely antimicrobial solution until they are opened during surgery. Therefore, it is not conceivable that a staphylococci could survive on a valve exposed to our sterilant, or the packaging solution. As reported in the perceval instructions for use, endocarditis is among the potential adverse events associated with cardiac valve replacement with a bioprosthesis. The event is therefore a known, inherent risk of the procedure.

Event description:
A patient with a perceval valve had a critical prognosis with an affected perceval leaflet, aortic root abcess and mitral infective endocarditis. The hospital will send the patient to the us for re-do. The patient was diagnosed with infective endocarditis 4 months post-implant. Vegetation started on aortic valve leaflets and developed on the mitral valve. The patient was asymptomatic and hemodynamically stable, with fever. The patient was not responding to antibiotic treatment at the time of reporting. Blood cultures were positive for staphylococcus species. Ultimately, the device was explanted and replaced with a perimount magna ease. The patient continued antibiotic treatment after the new implant, and is now stable and doing well. It was reported that there was no issue with the valve functionality prior to the endocarditis.